Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The investigation has been completed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to thickened leaflets and motion restriction. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that the thv was implanted in a surgical ring in the tricuspid position for this case. The sapien 3 (s3) valve with the commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. It was off-label to place the thv in a surgical ring at tricuspid position. The IFU for a tf (transfemoral) procedure in the aortic/mitral position was reviewed for relevant guidance for an s3 implant using a commander delivery system. Valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are all listed as potential adverse events/risks associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The thickening of the valve leaflets and motion restricted leaflet were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the thv was implanted in a surgical ring at the tricuspid position. Therefore, it was an off-label operation. As reported, ''approximately 2 years and 11 months post transfemoral valve in valve tricuspid valve replacement with a 29mm sapien 3 valve within a surgical valve, the patient presented with a failed valve to due hypo-attenuating leaflet thickening (halt) and tricuspid regurgitation with a gradient of 14mmhg.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. In this case, the patient had end stage renal disease (esrd), hyperlipidemia (hld), and diabetes mellitus (dm). Ersd may lead to chronic kidney disease, which is a known factor that may increase the risk of valve calcification leading to thickened leaflets. Hyperlipidemia and diabetes are also known factors that may increase the risk of valve calcification. Calcification could impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (esrd, hyperlipidemia, diabetes) may have contributed to the event. As the patient had thickened leaflets, which could impact the functionality of the leaflets, resulting in restricted leaflet motion. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the event.

Manufacturer narrative:
Updated b.4, b.5, and g.3 based on medical records received. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 2 years and 11 months post transfemoral valve in valve tricuspid valve replacement with a 29mm sapien 3 valve within a surgical valve, the patient presented with a failed valve to due hypo-attenuating leaflet thickening (halt) and tricuspid regurgitation with a gradient of 14mmhg. A 29mm sapien 3 ultra resilia valve was successful implanted in a valve in valve procedure. Medical records were received for review. Cta performed pre-valve in valve revealed a stented tricuspid valve replacement was now seen. Prosthetic leaflets are thickened with low attenuation material, with limited excursion during valve opening. The leaflets don't appear to collapse completely, suggesting that there may be regurgitation with stenosis. Mean gradient across the valve post viv was 4 mmhg. No valvular or paravalvular insufficiency is noted.

Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.

Event description:
As reported by the field clinical specialist, approximately 2 years and 11 months post transfemoral ttvr procedure with a 29mm sapien 3 valve in the tricuspid position, the patient was presented with a failed valve to due hypo-attenuating leaflet thickening (halt). The patient is planned for a valve-in-valve procedure with a 29mm sapien 3 ultra resilia valve. Per clinical review of medical records, the patient underwent a transcatheter tricuspid valve replacement (ttvr) procedure with a 29mm sapien 3 in the tricuspid position (valve in surgical valve). Approximately 2 years and 11 months post transfemoral ttvr procedure, the patient was presented with a failed valve to due hypo-attenuating leaflet thickening (halt) and bioprosthetic tricuspid valve with tricuspid regurgitation (tr) gradient 14mmhg. The patient is planned for a valve-in-valve procedure with a sapien s3 valve via right transfemoral in the tricuspid position.